Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test or verify unexpected battery power loss anomaly and low battery anomaly due to blank display. Insulin pump received with moisture damage motor, vibrator and battery tube assembly. (B)(4).

Event description:
Information received by medtronic indicated that the replace battery now alarm. Customer stated that the insulin pump did not received low battery alert prior to the replace battery now alarm. Customer states the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery now without a low battery warning. Customer stated that the battery lasting just couple of days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.